Manufacturer narrative:
H3, h6: the spine clamp was returned to the manufacturer for analysis. The screw hole of the small clamp was found to be partially stripped that would make it difficult to tighten. Codes b01, c07 and d02 are applicable to this analysis. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the screw part of the clamp was stripped and couldn't be tightened. The position was changed and a clamp of a different size was used. There was no delay and no impact on patient outcome.